Manufacturer narrative:
(B)(4).

Event description:
It was reported that app is not working occurred. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed as an app crash. The probable cause could not be determined. The reported event of a app is not working is reportable based on the finding of an app crash file. No injury or medical intervention was reported.